Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of hyperglycemia. The reporter stated, the patient had been sick all day. He spent the day in bed and was vomiting. The reporter stated for most of the day his blood glucose was in the 100's. Around 5:30 pm, when his blood glucose was 500 and he was no longer able to keep liquids down, he was brought to the ER. She was given corrections and sub-q injections . Upon admit, the patient's blood glucose was >500mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.